Event description:
I switched contact multi-purpose solution to target's up & up advanced moisture brand and my eyes got horribly red. It took four days without wearing my contacts and without using the solution to have them clear up. The seal was not broken and it was not expired.